Event description:
Boston scientific received information that this system has been exhibiting bipolar pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel which triggered the lead safety switch (lss). An x-ray was obtained and no gross fracture was evident. Threshold measurements were elevated and the patient had been feeling somewhat symptomatic secondary to intermittent ventricular capture. They were also seeing frequent stored events revealing noise on the ventricular electrocardiograms (egm). A lead fracture was suspected and a revision procedure was performed. The system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated when analysis is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.